Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and performed checks using a test circuit. All volume readings were within specification. Ther volume set to 500 ml, unit reading 492 ml, external reading 499 ml (default settings). The unit was ran using a variety of volumes, flows, and pressures. Est (extended systems test)/ovp (operational verification procedure) were performed. The reported problem could not be duplicated. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the volumes being given by the avea ii ventilator were inaccurate. The issue occurred during patient-use and the customer confirmed that there was no patient harm associated with the reported event.